Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient¿s wife contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged inaccuracy issue first began at 1:30 p.m., on (B)(6) 2016. The reporter claimed that the patient obtained blood glucose readings of ¿442, 450, 413 and 378 mg/dl¿ which he felt were high compared to his feelings and/or normal results. The patient manages his diabetes with self-adjusted insulin (humalog, 5 units) and the reporter claimed that in response to the alleged elevated readings, at 11:15 p.m., the day the alleged issue began, the patient increased his insulin dose; administering 14 units of humalog and not his usual 5 units. The reporter advised that at 2a.m., the patient developed symptoms of ¿sweating, dizzy, weak and hot¿ which he immediately self-treated with food and/or drink. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. However, the csr also established that the patient¿s test strips had expired in january 2016. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.